Manufacturer narrative:
7458824 - 17mar2023 writer sent the customer an email acknowledging receipt of the complaint and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent. Mw5115437 submitted by customer.

Event description:
Mat# cv1033 - lot# h21. It was reported by the customer that unable to remove cosgrove clamp from patients artery. Verbatim: cosgrove clamp placed on patient's artery unable to be removed on own. Required additional tool to break it to remove, causing dispersing of beads. 20mar2023 additional information: what was the procedure that was being performed? Left kidney transplant. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Yes, all pieces fell in, x-ray was taken and it was negative. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Yes, x-ray negative. What was the patient¿s outcome? Patient medically stable. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? Please defer to csp team for this information. What is the lot number? Please defer to csp team for this information. Do you have photos of the reported issue on the instrument? Please defer to csp team for this information. No further information available.

Manufacturer narrative:
7458824 follow up MDR one (1) cv1033 cosgrove flex clamp was returned for evaluations as the complaint sample. The sample was returned in a broken damaged state with 3 groups of parts, 1. The broken off handle end, 2. The separated beads, 27 counted, 3. The broken off cable with clamp end. Additionally, extra parts like the approved edwards fogarty clamp inserts were also returned, 3 pieces were accounted. Upon further visual examination, normally/originally etched markings were found on the normal locations of the surfaces: cv1033, lot code h21 (sept 2021). Broken sample and pieces were confirmed to be authentic original v. Mueller product. Overall, the sample appeared to be lightly used, surfaces displayed superficial wear, light scratches discolorations and scuffing. Full functional check could not be performed due to broken state; however, some functions were further checked. Customer indicated issue with ¿removing the clamp on its own¿ it was assumed the customer was experiencing ratcheting issues or clamping issue. The ratcheting at the handle was checked after lubrication (per IFU) and observed to be normal. The ratchet clicked all the way down, 6 clicks to closed and opened normally; however, no counter-tension was present due to the broken off cable. Due to this, it could not be effectively checked if the ratcheting performed as intended. Each ratchet click down would tighten the tension on the cable and provide increasing resistance to further tightening click of the ratchet. Additionally, the cable tension and ratchet resistance would further increase depending on the size/thickness of the object it is clamping down on. For example, the ratchet may be able to click down tightly all 6 clicks over a piece of normal copy/printing paper, however, it may not be able to click down all 6 clicks when clamped over a standard pen/pencil, hence, the ratchet would remain secure and tight if clicked down to 2 to 4 clicks, along with the clamp remaining secure/tight over the pen/pencil. Based on the observations so far, further analysis and understanding of the customer failure can be concluded. It was indicated that customer cut the braided steel cable to release the ratchet clamp, the braided cable does appear to cut roughly at the proximal point of attachment. The frayed ends remained mostly braided and wound with some fraying. The returned inserts were analyzed and one of the two hard (light gray) insert displayed some damage and wear on the clamping (ridged) surface indicating a possible type of heavy forces or excessive applied force, either from trying to pry apart or may have been clamped down too hard on its object. Clamping down too tightly may result in damage and over tightening of the ratchet and increased tension. Based on final investigations it is most likely that the end user misused and overstressed the sample to beyond its capabilities and beyond what is required. Specifically, the clamping and ratcheting may have been overstressed and too tight causing the issue. Additionally, the braided cable was cut intentionally which is not recommended and dangerous as the increased tension snapping loose suddenly can cause adjacent damages. If the issue were to recur, it is possible to unclamp the ratchet handles by levering another plier, wrench, or tool to un-hook the ratchet teeth. Furthermore, sample edwards jaw inserts were noted to snap in and mate normally. Lubrication per IFU is recommended; lubrication may assist in smoother actuation. It should be noted that all (B)(6) products are tested at various checkpoint along manufacturing process and specifically checked for ratcheting and locking. It is not likely the issue occurred at the manufacturing level.

Event description:
Mat# cv1033 - lot# h21. It was reported by the customer that unable to remove cosgrove clamp from patients artery. Verbatim: cosgrove clamp placed on patient's artery unable to be removed on own. Required additional tool to break it to remove, causing dispersing of beads. On 20mar2023 additional information: what was the procedure that was being performed? Left kidney transplant. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Yes, all pieces fell in, x-ray was taken and it was negative. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Yes, x-ray negative.what was the patient¿s outcome? Patient medically stable. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? Please defer to csp team for this information. What is the lot number? Please defer to csp team for this information. Do you have photos of the reported issue on the instrument? Please defer to csp team for this information. No further information available.